Event description:
It was reported that during a procedure conducted at the user facility the battery holder of the device disassembled. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
Additional information: the reported event that the battery housing was broken was confirmed through the visual inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during a procedure conducted at the user facility, the battery holder of the device disassembled. No adverse consequences or procedural delays were reported with this event.